Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause can be traced back to user handling. The event can be detected/prevented by following the following warning in the instructions for use: [important information ¿ please read before use] keep fluids away from all electrical equipment. If fluids are spilled on or into the unit, stop operation of the video system center immediately and contact olympus. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide the correction of the initial report. Corrected fields: h6 (add 4248 to investigation findings codes and change 19 to 4315 in investigation conclusion codes). It has been over ten (10) years since the subject device was manufactured. Olympus will continue to monitor field performance for this device. Note: e2 was marked inadvertently, changes were not needed.

Event description:
The customer reported to olympus that the evis exera iii video system center had water spilled on it while preparing for use. The scope does not work. There was no patient harm associated with the event.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation confirmed. There were no additional findings. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.